Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
On the contour, the customer reported receiving blood glucose readings of 256, 145, 148, and 156 mg/dl from 7:18 am to 7:40 pm. The customer takes 16 units of insulin on a daily basis. However, due to the lower than usual readings, the customer took only 8 units of insulin. Thirty minutes later, the customer started feeling dizzy, nauseous and then threw up. An hour later, she went to the hospital and received the treatment for diabetic ketoacidosis. Details were not provided. She was admitted in the hospital from (B)(6) 2018 to (B)(6) 2018. Now, the customer is fine. The customer has been advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.